Event description:
It was reported that after a da vinci si cystectomy procedure, a broken cable at the distal end of the tenaculum forceps instrument was discovered. The intended procedure was completed successfully. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the instrument had a broken cable at the distal end. The instrument was found with a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. The frayed segment was approximately 0.02 in length. No other cable damage was found.

Manufacturer narrative:
The instrument and/or accessory have not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received.